Manufacturer narrative:
H4: the lot was manufactured from january 23, 2021 - january 25, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst and some liquid had leaked out into the sealed overpouch bag. This was observed prior to patient use. The device was filled with fluorouracil 3800mg in 0.9% sodium chloride. There was no patient involvement. No additional information is available.